Event description:
It was reported that during a routine follow up visit, the right ventricular (rv) lead was found to have high capture thresholds. The lead was to be revised. During the revision procedure, the helix was over-retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that several conductors had blood/body fluid (not obstructed) on them, the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, there was a tip seal observation, and apparent explant damage. The analyst noted that the lead insulation was cut with a scalpel at 50 cm and 31.5 cm to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood. The helix will not extend at this time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and the distal conductor was found to be distorted. It was noted that several conductors had blood/body fluid (not obstructed) on them, the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, there was a tip seal observation, and apparent explant damage. The analysis noted that the lead insulation was cut with a scalpel at 50 cm and 31.5 cm to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood. The helix will not extend at this time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.